Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, it was observed that the arterial extension tube had a hole (per attachment) and leaking was noted at the junction of the bifurcate and the silicone hose. The catheter was repaired after it was pulled out and it was mentioned that a new device was used as a replacement. There was an eventual blood loss of 5 ml. There was nothing unusual observed prior to the start of the procedure. Iodophor was the cleaning agent used and it was stated that tego was not utilized and there was no luer adapter issue. It was also reported that the procedure was completed. There was no reported patient injury.